Event description:
Drug/diluent: marcaine 0.5%, fill volume: 250 ml, flow rate: 4.0 ml/hr, procedure: breast augmentation, cathplace: breast. Pt called the nurse hotline on the evening of (B)(6) 2012 at 7:42 pm stating that her pump was empty and "she was no longer numb." She was told the pump would last 72 hours. Her description of the pump was that it was completely flat with the "apple core" type center (mandrel) and that she no longer had relief from the pump. The hotline nurse talked the pt and her husband through catheter removal and asked the pt to keep the pump for return to I-flow. Pt denied signs and symptoms (s/s) of local anesthetic toxicity. Adverse event: no, pt status: stable, infusion start date/time: (B)(6) 2012 10:30 am, infusion end date/time: (B)(6) 2012 evening time not specified.

Manufacturer narrative:
Method: the sample has been received for inspection and eval. Results: the device is pending eval and testing at this time. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Conclusions: a f/u report will be filed when the investigation has been completed. Info from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate. (B)(6).